Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level of over 600 mg/dl and later in the morning blood glucose was 158 mg/dl. Customer treated high with a bolus. Customer was not hospitalized because of the high blood glucose level but is more because of her low blood pressure and hearth condition, and also because she past out. Customer declined troubleshooting for high blood glucose. Customer bleed all under the skin of insertion at right abdomen. The product was not replaced or returned for analysis.